Event description:
It was alleged by claimant through counsel, that she was implanted with cartiva on the right side on (B)(6) 2018 and revised on (B)(6) 2019 due to persistent pain and the collapse of an implant into the metatarsal head. Claimant demands compensation.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.